Event description:
Boston scientific received information concerning power issues with this communicator. The patient reported that lightning had struck the communicator and blew the transformer out of the wall. Further, a bolt of lightning jumped from the communicator and struck the patient. No further patient effects were reported as a result of this event.

Manufacturer narrative:
It was later revealed that the communicator was not returned, only the power brick. Visual inspection revealed the cover on the power brick was blown off and the exposed board had burn marks on it. Measurements were not performed due to the damage.

Manufacturer narrative:
The communicator was returned. This investigation will be updated should further information be provided.

Manufacturer narrative:
This event was further investigated and further information was received from the field representative. This patient was seen in the emergency room and was not admitted to the hospital as an inpatient. The nurse had stated that the patient reported sitting in a chair when struck and felt something similar to their device discharging. The hospital records confirmed the device and leads were checked and noted to be functioning as designed without malfunction. There was no evidence via medical records nor reported by the nurse that the patient encountered any other injuries or required any other medical interventions as result of this allegation. Lastly, hospital records from the device interrogation had no supporting documentation that the device delivered any therapy around the time of this event.